Manufacturer narrative:
Submit date: 2017-08-30.

Event description:
It was reported on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found the pcb was burnt.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that components of the printed circuit board were burnt. The unit was triaged and the reported issue was confirmed. This may have been caused by the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.